Event description:
The customer reported that the system locked-up in the middle of a case. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and fluoro functions board. The system operates as intended.